Event description:
As reported, the 7f 20x4 maxi ld percutaneous transluminal angioplasty (pta) balloon ruptured during lesion dilatation. The balloon ruptured below the recommended bursting pressure (rbp). The balloon was replaced with another brand of balloon for subsequent procedures. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped per the IFU, maintaining negative pressure without any abnormalities observed. The intended lesion was in the esophageal which had a stenosis. The lesion did not have any calcification and was not tortuous. The percentage of stenosis was 50%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, nor did it kink during use. The contrast to saline ratio was 1:1. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f 20x4 maxi ld percutaneous transluminal angioplasty (pta) balloon ruptured during lesion dilatation. The balloon ruptured below the recommended bursting pressure (rbp). The balloon was replaced with another brand of balloon for subsequent procedures. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped per the IFU, maintaining negative pressure without any abnormalities observed. The intended lesion was in the esophageal which had a stenosis. The lesion did not have any calcification and was not tortuous. The percentage of stenosis was 50%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, nor did it kink during use. The contrast to saline ratio was 1:1. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 7f 20x4 maxi ld percutaneous transluminal angioplasty (pta) balloon ruptured during lesion dilatation. The balloon ruptured below the recommended bursting pressure (rbp). The balloon was replaced with another brand of balloon for subsequent procedures. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped per the IFU, maintaining negative pressure without any abnormalities observed. The intended lesion was in the esophageal which had a stenosis. The lesion did not have any calcification and was not tortuous. The percentage of stenosis was 50%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, nor did it kink during use. The contrast to saline ratio was 1:1. A non-sterile unit of ¿maxi ld 7f 20x4 110cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed, observing that the balloon presents a burst condition close to the proximal seal. The balloon arrived not inflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rate burst pressure. However, inflation pressure was not maintained due to a leak in the balloon caused by a rupture on the surface. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area. The failure reported by the customer as ¿balloon~burst-at/below rbp¿ was confirmed, since a ruptured condition was observed on the balloon surface, which generated a leak. The leak impeded maintenance of the inflation pressure. The exact cause of this condition observed on the balloon could not be conclusive determined during the analysis. Procedural factors and handling process may have contributed to the failure as reported. It is possible the stenosis of the lesion reported may have been a contributing factor. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. According to the safety information in the instructions for use ¿note: the rated burst pressure is printed on the package label. In vitro testing has shown that with (B)(4) confidence, (B)(4) of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ the product analysis does not suggest that the observed damage could be related to the manufacturing process; therefore, no corrective action will be taken at this time.